Manufacturer narrative:
On 04/22/2019, mentor received additional information about the event: the patient dob is (B)(6) 1962. Patient was 35 years old at the time of event. The patient¿s sex is female. The patient reported additional systemic symptoms that she suffered including brain fog, lichen scheloris, psoriasis, thyroid nodules, rashes on her breasts and underarms, and swollen lymph nodes in the clavicle which a CT scan showed to be benign. Patient code 2093 for swollen lymph nodes has been added. The patient underwent bilateral explantation with no replacements on 04/04/2019. The suspect medical device is a mentor smooth round moderate profile 425cc saline breast prosthesis, catalog #3501670, PMA #p990075, UDI # (B)(4). The lot number of the suspect medical device is 163561. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent an unknown procedure with unspecified mentor saline breast prostheses developed the following: autoimmune problems, sensory issues, chronic fatigue syndrome, fibromyalgia, and irritable bowel syndrome. This case was not confirmed by a healthcare professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the left breast prosthesis.